Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. No specific CGM or blood glucose readings were reported from the event. The patient experienced Diabetic Ketoacidosis and was admitted into the hospital. No information regarding treatment or duration of stay at the hospital was received. There was no documentation of further medical evaluation or intervention. At the time of the report the patient´s current condition was unknown. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the Parkes Error Grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(b)(4). This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.